Manufacturer narrative:
Visual evaluation noted the tulip was examined with the aid of a 5x loop, and a measurement across the top of the tulip was also taken. Severe damage to the threads is present, and the tulip appears to have deformed (splayed). The damage is believed to be associated with difficulties encountered during use. It is unclear if a counter torque wrench was in use as the lock screw was being tightened. Use of the counter torque wrench can minimize tulip splay during tightening thereby preventing the lock screw jumping a thread and becoming cross threaded. The lock screw was also examined with the loop. The lock screw exhibits signs of use, but no signs of severe deformation. The lock screw was then threaded into a mating screw's tulip. The lock screw threaded into the tulip but some friction/resistance was encountered. This may be due to some damage to the lock screw threads. Damage due to use is the suspected cause for the observed friction / resistance. Review of device history record found a total of (B)(4) pieces of this lot were released for distribution on 5/23/2018 with no deviation or anomalies. Two-year complaint history review found this to be the only report of this nature for any part number in the slpxxxx family of pedicle screws. The cause for the severe deformation to the tulip threads cannot be determined. No corrective actions are being recommended at this time since this is the first complaint associated with this lots and the cause remains unknown.

Manufacturer narrative:
Patient information - unknown. Occupation - other; distributor. Device is expected to be returned but has yet to be received by the manufacturer. Upon receipt an evaluation will be conducted and a follow-up medwatch report will be submitted.

Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2018, after placing the second sacral screw (7.5mm x 40mm s-lok polyaxial screw) the doctor proceeded to apply torque on all cap screws. When applying torque to a 7.5mm x 40mm s-lok polyaxial screw it would not allow for the set screw to receive torque and the cap screw cross threaded. The polyaxial screw had to be removed and a shorter screw implanted. This resulted in a 30 minute delay to the procedure. No patient injury was indicated.